Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the handle was stuck. There was no harm and a delay of 15 minutes. It's noted the comb was bent. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that during surgery the handle was stuck. There was no harm and a delay of 15 minutes. It's noted the comb was bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number 02779 five times as documented in the repair reports in livelink. The last repair was august 8, 2018 where it was reported that the plastic was jammed and it needed repair and the roller, worn bushings, worn side plates, damaged comb, ball detent, and ratchet gear were replaced. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2018 revealed that the ratchet was stuck on the end of the roller and the gear was damaged. The calibration and sample mesh could not be taken due to the ratchet being incorrectly attached. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the ball detent, roller, worn bushings, worn side plates, ball detent, spring pin, ratchet gear, comb, and roller gear. Skin graft mesher, serial number 02779, was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.214. The reported event was confirmed since during the product review it was noted that the ratchet was stuck on the end of the roller and the gear was damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the ratchet was stuck on the end of the roller and the gear was damaged. It us unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.